Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of wound dehiscence of the ins. The ins was visible through the patient's skin. The patient had a surgical intervention of wound care and closure. They were also given antibiotics. The event resulted in in-patient hospitalization. The etiology was listed as related to the implant procedure. The event remains ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that on (B)(6) 2018 the ins was visible through the skin. There were no improvements of the scar. A new surgical intervention was performed for wound care and fluid collection. There was no infection, however the patient was still given antibiotics. On (B)(6) 2018 there was no more inflammation but on (B)(6) 2018 there was wound healing difficulty. Controlled wound healing was recommended by the neurosurgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information was received. It was stated that the laboratory testing found there was no infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the issue was resolved without sequelae (B)(6) 2019, and there was good healing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The clinical diagnosis was updated to include inflammation and wound dehiscence at ins site. Signs and symptoms on (B)(6) 2019 included redness, edema and inflammatory wound. The wound was treated with vancomycine. Additional interventions included wound care and fluid collection on (B)(6) 2019. Laboratory testing on this same date found neutrophils and rare staphylococcus epidermidis. The date of resolution was updated to (B)(6) 2019.